Event description:
It was reported that the patient experienced pain at the site of the pump along with pump moving up from the original location. A change in therapy effect was also stated especially as the patient felt like "the pump was working sometimes and sometimes not". It was reported that this started following a car accident where the seat belt flipped the pump over. An imaging was performed that confirmed the flip; healthcare provider (hcp) manually flipped the pump back over. Patient was also dissatisfied with the fact that a 40ml pump was implanted and she desired a 20ml pump. No further information was provided. A follow-up report will be sent if additional information becomes available.